Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. Could you please confirm how many of the total quantity were involved in the reported issue? Unobtainable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the device available to be returned for evaluation?

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2020 and suture was used. It was reported that the suture broke when sewing the layers of the uterus. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/04/2020. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/11/2020. Additional h3 investigation summary: two unopen samples of product code vcpb340, lot pjz907 were returned for analysis. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected: also, the tip and body of the needles were examined under magnification and no defects or damage were found. In addition, the needles were tested by resistance test to needle and met the requirements. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. The functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, the tested samples met the finished goods requirements.